Event description:
It was reported that the right ventricular (rv) lead took too many turns to extend and retract the lead and that the physician was uncomfortable with the number of turns it took to extend and retract the lead helix. It was also reported that the rv lead had increasing thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the distal electrode was covered with blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.